Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, there was a pericardial effusion resulting in a pericardiocentesis. The catheter was used after the cti ablation was completed and a small pericardial effusion was noted on the intracardiac echocardiography. The transseptal puncture was performed along with pre-mapping with a diagnostic catheter. Ablation was performed and it was noted that the effusion began to grow. A pericardiocentesis was performed and the patient stabilized. The procedure was completed, and the patient was transferred to recovery.